Manufacturer narrative:
A multi-center post market clinical follow-up (pmcf) retrospective study is being performed at specific time points post implantation to evaluate the safety and performance of the hyprocure implant. The pmcf studies were not requested by FDA. The manufacturer was not made aware of this patient issue prior to the report study and no complaints have been made. Lot numbers and serial numbers are unknown, therefore the device history record review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This data will be monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
The patient noted this device did not improve my arch. My foot is still flat and walking is difficult and getting shoes is difficult. I also have severe neuropathy.